Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port "failed to connect." Additionally, it was reported that the wake button "failed inappropriately" and "failed to unlock." In addition, the pump touchscreen timed off unexpectedly and locked itself during user interaction. There was no reported impact to customer¿s blood glucose. Customer declined troubleshooting with tandem technical support and declined to provide further information.